Event description:
It was reported that the display on the insulin pump unexpectedly went blank. The display went blank during the night, causing the customer's blood glucose to increase. Troubleshooting was performed, but the display could not be restored. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.